Manufacturer narrative:
Additional information: section a2 age: 18. Section a3 gender: female. Customer reported that they were able to create the flap for one eye, but do to losing suction on the second eye, they proceeded with photorefractive keratectomy (prk). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a lack of suction, prior to laser firing, while attempting to apply the ring of the patient interface. The ring was reapplied and suction was lost during the flap creation. No patient injury and/or complications were reported. This report is 1 of 2.

Manufacturer narrative:
Unknown/ not provided. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 10/04/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned products did not reveal any obvious defects or damage. Functionality tests were performed, and the results were found within specifications. The reported event cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.